Event description:
Very ill pt with multiple bleeding and clotting problems after receiving retaplase for acute inferior wall mi. Formed thrombus of right lower extremity. During angiogram a thrombectomy was performed on right lower extremity. The artery remained small and irregular so a stent was advanced into the external iliac artery. A 6x40 mm marshall balloon was then advanced into the stent. The marshall balloon was dilated to approximately 8 atm - max 12 atm - at which time the balloon ruptured. The balloon was pulled back to the sheath. As the tip of the balloon came into the sheath there was some resistance. The catheter was pulled out of the pt and noted that the balloon was no longer mounted on the catheter. Contrast media showed some portions of the balloon between the sheath and top of the stent. After the segura wire basket retrieval system was used, no residual material within the right pelvic system from the aorta to the popliteal segment. A new balloon was then advanced to dilate the stent. Final angiogram demonstrates no evidence of thrombus or balloon material in the right pelvic system or right lower extremity from common femoral to the popliteal segments.